Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the hose came off of the cassette during the dwell phase of treatment and the treatment was cancelled. The peritoneal dialysis nurse (pdrn) suggested the patient try a new cassette from a different lot. The patient tore down and reset up with a new cassette from a different lot but the disconnect and leak occurred once again. Air was noted to be in the line and would not drain. The patient was advised to discontinue the use of the cycler sets and follow up with their pdrn. Upon follow up, the pdrn stated that there was a fluid leak and the disconnect was from the cassette tubing that connects to the cycler. Confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It is unknown if the cassette used by the patient is available for return for physical evaluation by the manufacturer. The first occurrence of the leak is addressed in MFR 8030665-2022-00329.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the hose came off of the cassette during the dwell phase of treatment and the treatment was cancelled. The peritoneal dialysis nurse (pdrn) suggested the patient try a new cassette from a different lot. The patient tore down and reset up with a new cassette from a different lot but the disconnect and leak occurred once again. Air was noted to be in the line and would not drain. The patient was advised to discontinue the use of the cycler sets and follow up with their pdrn. Upon follow up, the pdrn stated that there was a fluid leak and the disconnect was from the cassette tubing that connects to the cycler. Confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It is unknown if the cassette used by the patient is available for return for physical evaluation by the manufacturer. The first occurrence of the leak is addressed in MFR 8030665-2022-00329.